Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 04/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and no discernable problems were observed on the clip assembly. Functional evaluation was performed, and the clip assembly was able to perform the first activation and could be released from the catheter without problems. No problems with the device were noted. The reported event of clip could not be deployed was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h11: correction: block h10 (additional MFR narrative) statements have been corrected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip failed to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip could not be deployed. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.